Event description:
Customer reported that locator broke inside the implant and they were unable to remove the broken locator so they removed the implant.

Event description:
Customer reported that locator broke inside the implant and they were unable to remove the broken locator so they removed the implant.